Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) of 475 mg/dl with large ketones, rapid, deep breathing, extreme drowsiness, polydipsia, polyuria, nausea, symptoms of dehydration and vomiting associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was hospitalized with diabetic ketoacidosis and treated with IV fluids and other unspecified treatment. During troubleshooting with customer technical support, it was revealed that the bolus totals did not match. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/25/2016 with the following findings: the black box showed that the pump was manually suspended on (B)(6) 2015 at 17:03. While in suspend, the time/date was manually changed from (B)(6) 2015 22:03 to (B)(6) 2015 08:54; deliveries never resumed. The bolus totals in the bolus history were consistent with bolus totals in total daily dose (tdd) history at time of reported issue. A 10u audio & 10u normal bolus were successfully performed and both were accurately recorded in the bolus history and bolus tdd history correctly showed 20.0u. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. There were no delivery interruptions or errors, alarms or warnings during the investigation. The original complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).